Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not connect to the wall. The bed was located in (B)(6) at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the nurse call communication cable had bent pins (most likely caused by the account not properly aligning the communication cable connector with the head wall connection). A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.